Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead which could be confirmed by investigation. The lead was replaced and capped. The patient's condition is fine.